Event description:
It was reported that the right ventricular (rv) lead was taken out of service and replaced due to an unspecified dysfunction. It is unknown if the lead was capped or explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2001. (B)(4).